Event description:
Re: suspected bioglue serious complication. We have experienced two anastomotic leaks in one week in two pts where my faculty used bioglue around the anastomotic sites -one small bowel and one ureteric anastomosis-. Both pts were young trauma cases. The small bowel anastomosis fell completely apart. The pt is now in critical condition as a result of severe sepsis. I strongly suspect that these complications are related to the bioglue use.